Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge tubing became detached from the cartridge resulting in insulin leaked. Reportedly, the cartridge had been use longer than intended for use and the cartridges would be reused by the customer. Customer's blood glucose level was 432 mg/dl. A cartridge change was performed to address the issue.